Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated, but it was found that the dso was peeling. Preventative maintenance was performed. The device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device had a failed dso calibration. There was no patient involvement.